Event description:
On 05 apr o6 the caller got a reading of 3.1 mmol/l from her adc device. The caller felt shaky, weak and confused. To counteract the event she had a bowl of fruit cocktail. The paramedics were called and she was sent to the hospital. The caller reported getting a reading of 6.2 mmol/l but did not state which meter it came from. Jer doctor increased her insulin and diagnosed her with severe hyperglycemia. The reported event is not consistent with the diagnosis and medication of the caller's dostor.